Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a scratched screen on the insulin pump that was difficult to read. Customer's blood glucose level was 97 mg/dl. Customer stated that the damage was on the lcd screen. Customer also stated that the damage was caused by normal wear. Customer stated that it was difficult to see the number and the menu. Customer reported that the pump was working as it is supposed to, but it was getting difficult to see the menu. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.